Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient stated they called 911 but was unable to provide event details other than they were treated at home by paramedics and was doing okay after paramedics left. The cgm was 66 mg/dl and the bg was 20 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.